Event description:
It was reported via repair work order that there was a fowler angle error due to fowler angle sensor being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.